Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient contacted the clinic to say that when he was charging he feels like his device and the wires were overheating. It was confirmed that this was referring to the recharger only. Patient attended clinic and recharger was replaced. This resolved the issue. Etiology was a casual relationship to the device or therapy, specifically to the recharger.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc, lot# serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.